Manufacturer narrative:
The o-ring associated with pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The site states that the o-ring broke after multiple inflow cannula insertions into the sewing ring; however, the reported event could not be confirmed without any visual evidence or the device being returned. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The manufacturer has opened an internal investigation to evaluate the event related to o-ring damage. The most likely root cause of the reported event can be attributed to multiple factors such as possible variation in the sewing ring gap that may result in variation in the effective diameter of the sewing ring as assembled and the angle of insertion by physician during implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report. This one of two complaints related to the same patient (3007042319-2017-02263).

Event description:
It was reported that during a ventricular assist device (vad) exchange procedure, the o-ring on pump (B)(4) broke after multiple inflow cannula insertions into the sewing ring. The outside of the sewing ring had scar tissue overgrowth that contributed to the multiple insertion attempts. The decision was made to use the o-ring from pump (B)(4) to replace it. No patient complications have been reported as a result of this event.